Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. E224 indicates an abnormality in cpu. The cleaning of the electric contacts of the camera head and the video connector, or video connector replacement can be considered as countermeasures. The exact cause of the reported event could not be conclusively determined. Since the device was normal without occurrence of abnormal points, and there was no reproducibility of the phenomenon, it was presumed that error e224 occurred because there was a camera head failure such as foreign material adhesion of the electrical contact portion.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified timing, there was a communication failure, and camera head communication error e224 occurred. There was no report of patient injury associated with the event. The event date was unknown.